Manufacturer narrative:
H.6. Investigation: bd received an unused q-syte closed luer access device from lot 9282210 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the top or bottom body along with the top disk/slit. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were observed during inspection a definitive root cause could not be determined.

Event description:
It was reported that the wings of split septum are damaged and leakage occurs from connector during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter: when using qsyte, there is an occasional leakage of blood or drug (sometimes chemotherapy drug) from the needle free connector and sometimes after a few connecting & disconnecting syringe to the qsyte it looks like the wings of the split septum are damaged and they are not parallel to each other. Because the use of chemotherapy drugs there is no available used/damage sample. They are using the qsyte on a hickman catheter for 7 consecutive days, even if using blood or tpn administration and not replacing the nfc with the administration set.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the wings of split septum are damaged and leakage occurs from connector during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter: when using qsyte, there is an occasional leakage of blood or drug (sometimes chemotherapy drug) from the needle free connector and sometimes after a few connecting & disconnecting syringe to the qsyte it looks like the wings of the split septum are damaged and they are not parallel to each other. Because the use of chemotherapy drugs there is no available used/damage sample. They are using the qsyte on a hickman catheter for 7 consecutive days, even if using blood or tpn administration and not replacing the nfc with the administration set.